Event description:
It was reported that this right ventricular lead was previously capped and replaced due to noise, oversensing, pacing inhibition and suspected lead insulation damage. It was recently stated that the lead was explanted. No additional adverse patient effects were reported.